Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. In conclusion, the likely cause of the event is attributed to the loose substrate bottle fitting, at the cap, which allowed air to enter the substrate line. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported sample counts outside of limits error and quality control (qc) was out of range during a patient's sample analysis involving the unicel® dxc 600i synchron® access® clinical system. The patient's result was not released from the laboratory since quality control was out of range. There was no impact to patient care associated with this event. The customer reanalyzed the patient's sample on an alternate unicel® dxc 600i instrument and obtained a higher result which was considered correct as qc was within range on the analyzer. The result was reported to the hospital. During system diagnostics, the customer discovered the fitting on top of the substrate cap loose with a small bead of liquid under the fitting. The customer tightened the loose fitting and resolved the issue. The customer primed the substrate ten cycles and performed system check. System check and quality control passed within specifications. The customer reanalyzed patient samples and noted results correlated well. No further issues were reported. The instrument was returned to normal operation.